Event description:
Company representative reported a cerebrospinal fluid (csf) leak following a tarlov cyst spinal procedure in which duraseal was used. The patient developed the csf leak approx. Two weeks later. No other information was obtained.

Manufacturer narrative:
A csf leak was reported following a spinal procedure in which duraseal was used. Application to the spine is off-label use. The duraseal IFU also states: "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure." The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles."